Manufacturer narrative:
Device code 2017- incorrect prep. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the device was prepped inside the anatomy. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a right coronary artery. The 1.5x15mm trek rx balloon dilatation catheter (bdc) was advanced without any resistance noted and prep was performed with air pulled from the dilatation catheter inside of the anatomy. The balloon ruptured at 5 atmospheres during the first inflation. A 2.50 x 15 mm trek bdc was used to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.